Event description:
During an implant procedure, high pacing impedance and varying sensing was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event and the patient was instable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned with the helix in the fully retracted position and clogged with blood. Electrical testing was performed and no shorts or discontinues on any of the conduction paths were observed. A visual examination revealed no anomalies on the lead. Additionally, dimensional analysis was performed and the results were within required product specifications.

Manufacturer narrative:
Corrected information: health effect - impact code.